Event description:
It was reported, that "the cuff spontaneously re-inflated." There was no reported injury and/or change in therapy. The involved device was returned and forwarded to the lab for evaluation.

Event description:
It was reported, that "the cuff spontaneously reinflated." There was no reported injury and/or change in therapy. The involved device was returned and forwarded to the analytical lab for evaluation.